Event description:
It was reported by the patient that they were awakened by a stinging, tingling sensation which got pretty intense and lasted for about five minutes before it went away. The patient indicated the device had "slipped" before and had to be moved, so the patient questioned if this happened again and was causing the sensation near the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.